Event description:
It was reported that the reservoir leaked inside the insulin pump. The lcd screen is cloudy and the reservoir compartment smells of insulin. The blood glucose reading is 102 mg/dl. The leak occurred when the customer was sleeping. The leak is past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.